Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified and totally occluded lesion such that the balloon ruptured upon the first inflation at 12 atmospheres which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Although the device was not returned for analysis, based on the information received with this incident, the reported balloon ruptures appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the lesion was in the proximal left anterior descending artery (lad) with total occlusion and heavy calcification. A non-abbott guide wire crossed and the the mini trek rx 1.2 x 6 mm was advanced and inflated. However the mini trek ruptured during the first inflation at 12 atmospheres. A non-abbott balloon crossed and was inflated and a non-abbott drug eluting stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.